Event description:
A report was received that the pt was scheduled for a lead revision procedure to obtain better stimulation coverage. During the lead revision procedure the pt's ipg was replaced. The pt reported that she was getting shocked by her ipg. The shocking was postural and the pt reported that she would feel the shocking when she leaned back. After the procedure the pt was reportedly receiving good stimulation and was doing well.

Manufacturer narrative:
The ipg involved in the complaint will not be returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. This is the final report.